Event description:
It was reported, that during a da vinci-assisted surgical procedure. The vessel sealer extend instruments wrist articulation was not working correctly. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint. And completed the device evaluation. Failure analysis did not replicate nor confirm, the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The cut and energy delivery tests were unable to be performed, since the energy cord was cut when the instrument was returned. There were additional observations not reported by the site: a review of the logs showed the instrument had one blade jammed failure. However, no dislodged blade was observed during in-house testing. The knife slot measurement was 0.027. No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. The instrument was found to have one broken ceramic dot on the grip tips. The missing material measuring approximately 0.010 x 0.013 was not returned with the instrument.